Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer's blood glucose level was 498 mg/dl. A new charging cable was sent to the customer.